Event description:
It was reported that pump touchscreen was cracked and shattered, and pump screen became illegible. There was no adverse impact to the customer¿s blood glucose level, and exact blood glucose value at time of event was not provided. Customer was informed that pump needed replacement, did not share backup therapy plan, and technical support arranged replacement pump, confirmed shipping details, provided storage and return instructions, and requested return of affected pump.